Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm during basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings:a review of the pump¿s black box history showed that cs 69 call service alarms written as cs 87 call service alarms were recorded. During testing, the pump emitted a cs 69 call service alarm on the first rewind step attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.